Event description:
It was reported that charging cable for tandem device was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup, and technical support arranged replacement charging supplies to be sent with two-day shipping.